Manufacturer narrative:
Correction on initial report.

Manufacturer narrative:
No product will be returned per customer. The customer¿s complaint could not be confirmed because the product was not sequestered and will not be returned for failure investigation. The root cause of this failure was not identified.

Event description:
Customer stated "tubing failure this morning." Photo received of blood on the side of the bed. No additional event information provided.